Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: occlusions were observed in the pump alarm history. The prime steps performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring. The battery compartment was cracked along the side.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.